Event description:
In 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra surestep enhanced (gluco touch plus) meter was giving inaccurately high readings. The technical svc rep (tsr) spoke with the pt three days later to obtain and verify info. In 2006 at 12:00 pm before lunch, th pt obtained the blood glucose result of 219 mg/dl on the reported meter. The pt was experiencing no symptoms of high or low blood glucose levels at the that time. The pt took 6 units of humalog insulin based on her regimen. Ten mins after the insulin, the pt experienced the symptoms of a headache and perspiration. She contacted a neighbor, who helped the pt take orange juice, sugar and lunch. The pt did not test her blood glucose level while symptomatic, nor did she test after the meal. Earlier on the day of the event, the pt had obtained a fasting blood glucose result of 280 mg/dl at 8:30 am, and had taken 6 units nph insulin and 4 units humalog insulin. The pt takes nph insulin 6 units and humalog insulin 3 units in the morning, humalog insulin 5 units at lunch, and nph insulin 6 units humalog insulin 5 units in the evening. If the pt's blood glucose reading is greater than 200 mg/dl, she takes one additional unit of humalog insulin. The pt does not have a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing techniques was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No qc testing was performed during that call, as the pt did not have control solution. Following the meter result of 219 mg/dl, the pt took insulin and became hypoglycemia, experiencing symptoms of headache and sweating. The pt received treatment with glucose and food.